Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint device was received and evaluated. Visual and functional investigation confirms that jaw is not operational. It appears as though the spring that facilitates the actuating of the jaw is broken contributing to this failure. This complaint can be confirmed. A batch record review has been conducted for this lot of devices that were manufactured in 2014 and the results indicate that in this batch of product there were no anomalies or discrepancies in the manufacture of this lot and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for the batch number of the 30 devices. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The instrument was new. The surgeon has used cleverhook alot before. The "mouth" of the instrument broke and could not close properly. Unknown surgery date. With same like product, extended the surgery 10 minutes.